Event description:
Ventilator was off. Nurse turned on the ventilator and, as it was going through start up procedure, the vent's front screen locked up; displaying only a blue background. There was no option to mechanically ventilate the pt. Pt manually ventilated until replacement unit made available. Manufacturer agrees to replace unit.